Manufacturer narrative:
An event of a calcified valve was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 23 mm trifecta valve was implanted. On (B)(6) 2019, a tavi was performed due to a calcified valve and a 23 mm corevalve was implanted. The implantation was successful without residual leak. The patient remained hemodynamically stable throughout the procedure. The patient didn't have chronic renal insufficiency or diabetes.